Event description:
It was reported that the pt underwent a cervical procedure at c5/6 for disk herniation using interbody device and anterior fixation. Immediate post-op, the pt developed a weakness in one of his arm (or a leg). The MRI confirmed a mass behind the cage. The surgeon believed that the mass was a hematoma and immediately performed a procedure to remove hematoma. The secondary surgery was performed and hematoma was confirmed. However, an hour post procedure, the weakness of one of pt's arm (or leg) was not resolved.

Manufacturer narrative:
Device was not returned to the MFR for evaluation. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.